Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission revealed that the left ventricular lead exhibited low impedance. The patient was brought into clinic for further evaluation. Upon interrogation, the lead exhibited loss of capture. Chest x-ray revealed that the lead had dislodged. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well.